Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during central processing, the tip-up fenestrated grasper had a broken wire on the tip of the instrument with 3 lives remaining. This issue was not noticed during the procedure and was used by the surgeon all throughout the case. The broken wire was noticed in central processing .there was no report of patient involvement or reported injury.